Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s), menorrhagia ('menorrhagia') and vaginal hemorrhage ('vaginal bleeding') in a 47-year-old female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, ovarian cyst, dysfunctional uterine bleeding, joint pain, dizziness, muscle weakness, unilateral leg swelling, endometrial ablation, foggy feeling in head, hot flashes and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dental caries ("dental problems"). In (B)(6) 2015, the patient experienced peripheral swelling ("swelling of legs"). In (B)(6) 2015, the patient experienced pain ("whole body pain"). In (B)(6) 2016, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type:memory issues/memory loss"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes urinary frequency"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abd pain"), chest pain ("chest pain"), headache ("head pain, headaches"), oedema peripheral ("leg and feet edema") and tooth loss ("teeth falling / teeth crumbling"). The patient was treated with surgery (ablation (B)(6) 2013 and hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal hemorrhage, systemic lupus erythematosus, migraine, hair growth abnormal, dental caries, dyspareunia, weight increased, constipation, pain, fatigue, depression, anxiety, amnesia, pollakiuria, pelvic pain, back pain, abdominal pain, chest pain, headache and tooth loss outcome was unknown and the peripheral swelling and oedema peripheral had resolved. The reporter considered abdominal pain, amnesia, anxiety, back pain, chest pain, constipation, dental caries, depression, dyspareunia, fallopian tube perforation, fatigue, hair growth abnormal, headache, menorrhagia, migraine, oedema peripheral, pain, pelvic pain, peripheral swelling, pollakiuria, systemic lupus erythematosus, tooth loss, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013 current weight 193 lbs. Patient received treatment for events- menorrhagia, vaginal bleeding, dyspareunia (painful sexual intercourse), whole body pain, lupus, fallopian tube perforation, memory loss, urinary frequency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results- total bilateral occlusion.. Lot number: a78080. Manufacture date: 2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event tooth cavity was added tooth disorder was replaced with teeth falling out. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('vaginal bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 47-year-old female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, ovarian cyst, dysfunctional uterine bleeding, joint pain, dizziness, muscle weakness, unilateral leg swelling, endometrial ablation, foggy feeling in head, hot flashes and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced peripheral swelling ("swelling of legs"). In (B)(6) 2015, the patient experienced pain ("whole body pain"). In (B)(6) 2016, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type:memory issues/memory loss"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes urinary frequency"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abd pain"), chest pain ("chest pain"), headache ("head pain") and oedema peripheral ("leg and feet edema"). The patient was treated with surgery (ablation-(B)(6) 2013 and hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, migraine, hair growth abnormal, tooth disorder, dyspareunia, weight increased, constipation, peripheral swelling, pain, fatigue, depression, anxiety, amnesia, pollakiuria, pelvic pain, back pain, abdominal pain, chest pain and headache outcome was unknown and the oedema peripheral had resolved. The reporter considered abdominal pain, amnesia, anxiety, back pain, chest pain, constipation, depression, dyspareunia, fallopian tube perforation, fatigue, hair growth abnormal, headache, menorrhagia, migraine, oedema peripheral, pain, pelvic pain, peripheral swelling, pollakiuria, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013. Current weight 193 lbs. Patient received treatment for events- menorrhagia, vaginal bleeding, dyspareunia (painful sexual intercourse), whole body pain, lupus, fallopian tube perforation, memory loss, urinary frequency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results- total bilateral occlusion. Lot number: a78080 manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('vaginal bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 47-year-old female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, ovarian cyst, dysfunctional uterine bleeding, joint pain, dizziness, muscle weakness, unilateral leg swelling, endometrial ablation, foggy feeling in head, hot flashes and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced peripheral swelling ("swelling of legs"). In (B)(6) 2015, the patient experienced pain ("whole body pain"). In (B)(6) 2016, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type:memory issues/memory loss"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes urinary frequency"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abd pain"), chest pain ("chest pain"), headache ("head pain, headaches") and oedema peripheral ("leg and feet edema"). The patient was treated with surgery (ablation-(B)(6) 2013 and hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, migraine, hair growth abnormal, tooth disorder, dyspareunia, weight increased, constipation, pain, fatigue, depression, anxiety, amnesia, pollakiuria, pelvic pain, back pain, abdominal pain, chest pain and headache outcome was unknown and the peripheral swelling and oedema peripheral had resolved. The reporter considered abdominal pain, amnesia, anxiety, back pain, chest pain, constipation, depression, dyspareunia, fallopian tube perforation, fatigue, hair growth abnormal, headache, menorrhagia, migraine, oedema peripheral, pain, pelvic pain, peripheral swelling, pollakiuria, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013 current weight 193 lbs. Patient received treatment for events- menorrhagia, vaginal bleeding, dyspareunia (painful sexual intercourse), whole body pain, lupus, fallopian tube perforation, memory loss, urinary frequency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results- total bilateral occlusion.. Lot number: a78080, manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: updated outcome of event swelling of legs as recovered (previously reported as unknown). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in a 47-year-old female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, ovarian cyst, dysfunctional uterine bleeding, joint pain, dizziness, muscle weakness, unilateral leg swelling, endometrial ablation, foggy feeling in head, hot flashes and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dental caries ("dental problems"). In (B)(6) 2015, the patient experienced peripheral swelling ("swelling of legs"). In (B)(6) 2015, the patient experienced pain ("whole body pain"). In (B)(6) 2016, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced constipation chronic ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type:memory issues/memory loss"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes urinary frequency"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abd pain"), the first episode of chest pain ("chest pain"), headache ("head pain, headaches"), oedema peripheral ("leg and feet edema"), tooth loss ("teeth falling / teeth crumbling"), hypoaesthesia ("legs are numb"), muscular weakness ("arms feel like jello"), burning sensation ("arms fell like jello that is on fire"), sleep disorder ("problems sleeping"), arthralgia ("ankle and knee issues"), gastrointestinal infection ("stomach bug"), stress ("feeling crazy"), visual impairment ("vision got worse"), myalgia ("muscle pain"), vomiting ("vomiting"), nausea ("sick to my stomach"), constipation ("awful constipation"), flatulence ("very gassy tummy"), feeling abnormal ("brain fog"), gastrointestinal disorder ("gi problems"), memory impairment ("I would forget what I was saying in the middle of a sentence"), the second episode of chest pain ("chest pain"), musculoskeletal pain ("shoulder pain"), pain of skin ("skin hurts"), dizziness ("dizziness"), vertigo ("vertigo"), disturbance in attention ("lack of focus"), flight of ideas ("flightiness"), loss of libido ("lost my sex drive") and the second episode of dyspareunia ("painful sex") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation-(B)(6) 2013 and hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, migraine, hair growth abnormal, dental caries, weight increased, constipation chronic, pain, fatigue, depression, anxiety, amnesia, pollakiuria, pelvic pain, back pain, abdominal pain, headache, tooth loss, hypoaesthesia, muscular weakness, burning sensation, sleep disorder, arthralgia, weight decreased, gastrointestinal infection, stress, visual impairment, myalgia, vomiting, nausea, constipation, flatulence, feeling abnormal, gastrointestinal disorder, memory impairment, the last episode of chest pain, musculoskeletal pain, pain of skin, dizziness, vertigo, disturbance in attention, flight of ideas, loss of libido and the last episode of dyspareunia outcome was unknown and the peripheral swelling and oedema peripheral had resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, burning sensation, constipation chronic, dental caries, depression, disturbance in attention, dizziness, fallopian tube perforation, fatigue, feeling abnormal, flatulence, flight of ideas, gastrointestinal disorder, gastrointestinal infection, hair growth abnormal, headache, hypoaesthesia, loss of libido, memory impairment, menorrhagia, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, oedema peripheral, pain, pain of skin, pelvic pain, peripheral swelling, pollakiuria, sleep disorder, stress, systemic lupus erythematosus, tooth loss, vaginal haemorrhage, vertigo, visual impairment, vomiting, weight decreased, weight increased, the first episode of chest pain, the first episode of dyspareunia, constipation, the second episode of chest pain and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013 current weight 193 lbs. Patient received treatment for events- menorrhagia, vaginal bleeding, dyspareunia (painful sexual intercourse), whole body pain, lupus, fallopian tube perforation, memory loss, urinary frequency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results- total bilateral occlusion. Lot number: a78080 manufacture date: 2012-12 expiration date: 2015-12 quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in a 47-year-old female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, ovarian cyst, dysfunctional uterine bleeding, joint pain, dizziness, muscle weakness, unilateral leg swelling, endometrial ablation, foggy feeling in head, hot flashes and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dental caries ("dental problems"). In (B)(6) 2015, the patient experienced peripheral swelling ("swelling of legs"). In (B)(6) 2015, the patient experienced pain ("whole body pain"). In (B)(6) 2016, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced constipation chronic ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type:memory issues/memory loss"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes urinary frequency"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abd pain"), the first episode of chest pain ("chest pain"), headache ("head pain, headaches"), oedema peripheral ("leg and feet edema"), tooth loss ("teeth falling / teeth crumbling"), hypoaesthesia ("legs are numb"), muscular weakness ("arms feel like jello"), burning sensation ("arms fell like jello that is on fire"), sleep disorder ("problems sleeping"), arthralgia ("ankle and knee issues"), gastrointestinal infection ("stomach bug"), stress ("feeling crazy"), visual impairment ("vision got worse"), myalgia ("muscle pain"), vomiting ("vomiting"), nausea ("sick to my stomach"), constipation ("awful constipation"), flatulence ("very gassy tummy"), feeling abnormal ("brain fog"), gastrointestinal disorder ("gi problems"), memory impairment ("I would forget what I was saying in the middle of a sentence"), the second episode of chest pain ("chest pain"), musculoskeletal pain ("shoulder pain"), pain of skin ("skin hurts"), dizziness ("dizziness"), vertigo ("vertigo"), disturbance in attention ("lack of focus"), flight of ideas ("flightiness"), loss of libido ("lost my sex drive") and the second episode of dyspareunia ("painful sex") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation (B)(6) 2013 and hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, migraine, hair growth abnormal, dental caries, weight increased, constipation chronic, pain, fatigue, depression, anxiety, amnesia, pollakiuria, pelvic pain, back pain, abdominal pain, headache, tooth loss, hypoaesthesia, muscular weakness, burning sensation, sleep disorder, arthralgia, weight decreased, gastrointestinal infection, stress, visual impairment, myalgia, vomiting, nausea, constipation, flatulence, feeling abnormal, gastrointestinal disorder, memory impairment, the last episode of chest pain, musculoskeletal pain, pain of skin, dizziness, vertigo, disturbance in attention, flight of ideas, loss of libido and the last episode of dyspareunia outcome was unknown and the peripheral swelling and oedema peripheral had resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, burning sensation, constipation chronic, dental caries, depression, disturbance in attention, dizziness, fallopian tube perforation, fatigue, feeling abnormal, flatulence, flight of ideas, gastrointestinal disorder, gastrointestinal infection, hair growth abnormal, headache, hypoaesthesia, loss of libido, memory impairment, menorrhagia, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, oedema peripheral, pain, pain of skin, pelvic pain, peripheral swelling, pollakiuria, sleep disorder, stress, systemic lupus erythematosus, tooth loss, vaginal haemorrhage, vertigo, visual impairment, vomiting, weight decreased, weight increased, the first episode of chest pain, the first episode of dyspareunia, constipation, the second episode of chest pain and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013 current weight 193 lbs. Patient received treatment for events- menorrhagia, vaginal bleeding, dyspareunia (painful sexual intercourse), whole body pain, lupus, fallopian tube perforation, memory loss, urinary frequency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results- total bilateral occlusion.. Lot number: a78080 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events were added: muscular weakness, burning sensation, sleep disorder, arthralgia, weight loss, gastrointestinal infection, stress, visual impairment, myalgia, vomiting, nausea, constipation, flatulence, gastrointestinal disorder, memory impairment, chest pain, musculoskeletal pain, pain of skin, dizziness, vertigo, disturbance in attention, feeling abnormal, flight of ideas, loss of libido, dyspareunia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('vaginal bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a (B)(6) female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, ovarian cyst, dysfunctional uterine bleeding, joint pain, dizziness, muscle weakness, unilateral leg swelling, endometrial ablation, foggy feeling in head, hot flashes and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced peripheral swelling ("swelling of legs"). In (B)(6) 2015, the patient experienced pain ("whole body pain"). In (B)(6) 2016, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type:memory issues/memory loss"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes urinary frequency"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("and pain"), chest pain ("chest pain"), headache ("head pain") and oedema peripheral ("leg and feet edema"). The patient was treated with surgery (ablation (B)(6) 2013 and hysterectomy with bilateral salpingectomy- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, migraine, hair growth abnormal, tooth disorder, dyspareunia, weight increased, constipation, peripheral swelling, pain, fatigue, depression, anxiety, amnesia, pollakiuria, pelvic pain, back pain, abdominal pain, chest pain and headache outcome was unknown and the oedema peripheral had resolved. The reporter considered abdominal pain, amnesia, anxiety, back pain, chest pain, constipation, depression, dyspareunia, fallopian tube perforation, fatigue, hair growth abnormal, headache, menorrhagia, migraine, oedema peripheral, pain, pelvic pain, peripheral swelling, pollakiuria, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013 current weight (B)(6) lbs. Patient received treatment for events- menorrhagia, vaginal bleeding, dyspareunia (painful sexual intercourse), whole body pain, lupus, fallopian tube perforation, memory loss, urinary frequency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test results- total bilateral occlusion.. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-oct-2019: follow up 2&3 proceed together, mr received: case category updated to incident form other event. Reporter, medical history, lab data added. On 22-oct-2019: pfs received: lot number, previously reported event injury to herself updated to "fallopian tube perforation", events- "menorrhagia, vaginal bleeding, lupus erythematosus, migraine, hair growth abnormal, tooth disorder, dyspareunia (painful sexual intercourse), weight gain, constipation chronic, swelling of legs, whole body pain, fatigue, depression, anxiety, memory loss, urinary frequency, pelvic pain female, back pain, abdominal pain, chest pain, head pain, oedema peripheral" added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.